Event description:
As reported by our edwards lifesciences japanese affiliate, approximately 1 month later of tavr, post-dilation was performed for residual pvl with hemolytic anemia. A 20mm sapien3ur was deployed in 90:10 aortic position with nominal volume. The pvl immediately after tavr was trivial-mild, which was less than the mild ar before tavr, therefore, the procedure was completed without any intervention. Approximately 1 month later of tavr, the blood pressure had been significant dropped due to pneumonia. Even though an iabp was inserted, hemodynamics could not be maintained because of pvl. As hemolytic anemia was also progressing, bav was performed to improve hemodynamics. Pvl before bav had increased to moderate-severe. 20mm z-med +1ml, +2ml was performed twice, a total of three times, but pvl did not improve. After increasing the size to 22mm and expanding, pvl improved, and blood pressure tended to rise. Although pvl remained mild-moderate, the procedure was completed as hemodynamics had been improved. Per the medical opinion, it is definitely a 'recoil' case. It was felt like the radial force at 20mm is weak. There was few calcification in the annulus or lvot, and the annulus was close to a perfect circle. There was mild calcification on an aortic valve. The valve was deployed with nominal volume. The valve was deployed in 90:10 aortic position with intended position.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The complaint for paravalvular leak was unable to be confirmed due to unavailability of medical records and imagery. A review of the DHR and manufacturing operations did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 1 month later of tavr, the blood pressure had been significant dropped due to pneumonia. Even though an iabp was inserted, hemodynamics could not be maintained due to the effects of pvl. As hemolytic anemia was also progressing, bav was performed to improve hemodynamics. Pvl before bav had increased to moderate-severe.' In this case, a '20mm z-med +1ml, +2ml was performed twice, a total of three times, but pvl did not improve. After increasing the size to 22mm and expanding, pvl improved, and blood pressure tended to rise.' Pvl was reduced from moderate-severe to mild-moderate post bav using a 22mm balloon catheter on the 20mm s3ur thv. It is likely that the bav attempts using the 20mm balloon catheter were unsuccessful in sealing the thv against the native annulus area, thus paravalvular leak remained, suggesting that the thv was undersized. Therefore, it is likely that the thv was undersized. As such, available information suggests procedural factors (undersized thv) may have contributed to the complaint event. In addition, hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. There was no evidence of valve skirt related to hemolysis. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.